Manufacturer narrative:
The returned device analysis did not confirm the reported single gripper actuation issue as both grippers were able to lower and raise as intended. The reported difficult to remove (anatomy) could not be replicated in the testing environment as it was related to patient/procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. Based on the available information, the reported difficult to remove (anatomy) was due to operational context. The reported gripper actuation issue was a cascading effect of the reported difficult to remove (anatomy). The reported unspecified tissue injury was due to procedural circumstances as a flail was noted due to chordae interaction during clip removal. The reported unexpected medical intervention was a result of case specific circumstances as an additional clip was implanted to treat the reported flail. The reported patient effect of tissue damage (unspecified tissue injury) as listed in the mitraclip instructions for use (IFU) is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue, and difficulty removing the device causing damage to the chordae requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve however during grasping, the gripper became caught on the anterior mitral leaflet (aml). The cds was pulled back to the left atrium (la) when it was noted one gripper was not fully raising. During removal the clip interacted with the chordae, causing a flail. The cds was removed and replaced with a new clip, which was implanted without issue to treat the flail. Another cds was advanced and placed on the valve however when establishing final arm angle (efaa), the clip opened. Troubleshooting was performed and the clip was able to pass efaa and was deployed. A third clip was implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.